Event description:
The hooks on the device broke, during surgery, two out of 6 dermahooks broke, the hooks were in place, being used at the same time when they snapped, they were attached to the scalp when they broke. The hook remained still in the scalp, the surgeon has to remove them, there was no harm to the patient. The other part of the broken hook remained attached to the a rubber band. One time use device unaware if available was to be held for the rep